Event description:
Caller reported that a malfunction occurred on the pump, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, as the malfunction code was not resettable, and the customer was instructed on using manual insulin delivery in the meantime. Customer service advised replacing pump included updated software, confirmed shipping details, and provided instructions for returning the malfunctioning pump to tandem. The caller acknowledged all instructions, including connecting the continuous glucose monitor to the replacement pump and programming the necessary settings.